Event description:
Sorin group (B)(4) received a report that during a case, the plastic tubing insert did not hold the tubing in the correct place and this movement stopped the pump. There was no report of pt injury resulting from this incident.

Manufacturer narrative:
The device MFR date will be provided in a f/u report. Sorin group (B)(4) mfrs the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that during a case, the plastic tubing insert did not hold the tubing in the correct place and this movement stopped the pump. There was no report of pt injury resulting from this incident. The customer reported that too much pressure was required on the plastic insert to ensure the tubing was proper secured. They elected to replace the plastic tubing inserts with varilock tubing inserts, which they believe to be easier to use. No product was returned to sorin group (B)(4) for eval.